Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the right ventricular (rv) lead was exhibiting myopotential oversensing. No interventions were taken. The patient was in stable condition.